Event description:
Reportedly, the staple cut but did not staple. According to the rn, there is a question, whether the instrument was reloaded. The surgeon had to hand sew that part of the anastomosis. No patient injury.